Manufacturer narrative:
A ge service rep performed an on site investigation. Verified and reset cmos to boot up workstation. Rebooted multiple times to verify system. System functioned as intended.

Event description:
It was reported that the 9800 system locked up during a case. Customer rebooted unit and case completed. No patient injury was reported.